Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The dentist states that the patient is not a good candidate for the byte aligners due to dental implants on #3, 4, 13 and 14 and porcelain crowns on #2, 5, 30 and 31. It would be impossible to create movement to correct their bite because of the 4 implants. It would also be difficult to place attachments on the porcelain crowns because of poor bonding

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.